Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 300 mg/dl at the time of the event. Troubleshooting was performed. The self and high pressure tests passed. Nothing further was reported. Prior to the event, the insulin pump alarmed no delivery. When the infusion set was removed from the customer's body, the cannula was found to be bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.